Event description:
Device issue: shaft separation/balloon material peeling. Time of device issue: unknown. Adverse event: none. It was reported that the mini vision stent delivery system was broken (separated). There were no patient effects. No additional information was provided, although requested. During return device analysis, balloon material peeling was observed.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link mini vision stent delivery system (sds) noted blood visible on the shaft and balloon, and in the guide wire lumen. These was contrast in the inflation lumen and balloon. The stent was deployed and not returned. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The hypotube and jacket material were separated 18.8 cm distal to the strain relief tubing, confirming the reported broken sds. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. There were several kinks noted to the hyptoube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. An attempt was made to obtain follow up information from the account as to when the shaft was broken. However, no further information was available. It is possible the hypotube was kinked during the procedure and further handling contributed to the shaft ultimately separating; however, this could not be confirmed. Analysis noted balloon peeling at the distal balloon shoulder and taper which was not initially reported with the incident information. The balloon shredding appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during the procedure. It is possible that the balloon may have scraped against the lesion, which may have contributed to the shredding of the balloon material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, with the limited information provided with the incident, a conclusive cause for the hypotube separation could not be determined. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.